Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up. There was no report of patient involvement. A philips field service engineer evaluated the device and resolved the reported failure by replacing the ac power supply. The device passed all post service safety and performance tests.

Event description:
The customer reported the unit failed to power up. There was no report of patient involvement.